Manufacturer narrative:
Patient's weight unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia, both implanted for 300 months. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra lead was successfully extracted. While extracting the rv lead with the 16f glidelight, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation was discovered in the posterior segment of the right atrium. The perforation was successfully repaired and the patient survived the procedure. Although it is possible that the perforation occurred while extracting the ra lead, the patient became hypotensive while the rv lead was being extracted. This report captures the lld providing traction to the rv lead when the right atrial perforation was discovered, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia, both implanted for 300 months. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra lead was successfully extracted. While extracting the rv lead with the 16f glidelight, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation was discovered in the posterior segment of the right atrium. The perforation was successfully repaired and the patient survived the procedure. Although it is possible that the perforation occurred while extracting the ra lead, the patient became hypotensive while the rv lead was being extracted. This report captures the lld providing traction to the rv lead when the right atrial perforation was discovered, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.